Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found a leak at quick disconnect (qd9) of the instrument. Qd9 had become unlocked and separated. The fse reconnected qd9 and locked it securely. The repairs were verified per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause of the leak is attributed to quick disconnect qd9 becoming disconnected. (B)(4)

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak at the back of the coulter lh 750 hematology analyzer. Operators were wearing lab coats and gloves at the time of the event. There was no exposure to mucous membrane or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility and clean up was completed following the biohazard spill protocol. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.